Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed sodium (na) result. Hsc reviewed the information provided by the customer and the instrument data. No errors were found in the error log. Hsc review of the information provided indicated the patient's sample was centrifuged outside of the sample tube manufacturer's instructions for centrifugation. Calibration was within the normal range. Quality control was in laboratory range and no issues were noted with other patient samples indicating that the dimension exl instrument and na reagent were performing acceptably. The cause of the event is unknown. The instrument is operational. A potential product issue has not been identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed sodium (na) result was obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. The discordant result was reported to the physician(s). The same sample was reprocessed on the same instrument and the result was higher than the discordant result, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant result.